Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) got wet in the rain and was observed with a blank screen with the backlight illuminated. In addition, red led light on the user control panel was illuminating. Patient use information was requested but no additional information was provided, therefore patient use is unknown.